Manufacturer narrative:
As received, reported event for pocket heating while charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. Pocket heating testing while charging was conducted using the returned ipg and le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the eon mini product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event.

Event description:
Additional information received indicates the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced pocket heating while charging. Surgical intervention may take place at a later date.